Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was noted that the ipg was sitting sideways in the pocket. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was repositioned and remained implanted in patients body. The patient was doing well post-operatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was noted that the ipg was sitting sideways in the pocket. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was repositioned and remained implanted in patients body. The patient was doing well post-operatively.